Event description:
It was reported that during an iliac angioplasty / stent placement procedure, stent visibility, deployment, and removal difficulties were encountered. The customer stated that, "during the procedure, they could not see the stent while they were delivering it, nor could they see the sheath, and stent partially deployed inside the sheath. When he went to extract the stent catheter, it got stuck and the whole stent came out with it and tore in half. Used two shorter stents in length to complete procedure successfully." No pt injuries or complications were reported. Pt status is reported as "fine."